Event description:
Mesa small stature rod slip occured approximately 9 months post-op. Patient was ultimately revised 17 months post-op.

Manufacturer narrative:
Manufacturer was made aware of mesa small stature rod slippage. Patient was revised. The manufacturing and inspection records were reviewed and no discrepancies or contributing factors to this incident were found. There is not a firm conclusion regarding this event since the subject part(s) were not returned for evaluation. K2m, inc. Does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. This report includes k2m's risk assessment review as indicated below. The system risk analysis was reviewed. The pha, lines 1-6: rod slips, addresses the scenario described in this event. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. The review of the manufacturing and inspection records did not reveal any trends. The labeling are accurate and available to the surgeon - no edits required. Not returned to manufacturer.